Event description:
While undergoing a neurointerventional transcatheter embolization on (B)(6) 2024 the catheter tip fractured in the left common carotid artery. The catheter tip fragment was retained as the provider was unable to safely remove it and the risk outweighed the benefit of doing so.